Event description:
Information received indicates the bed will not go into the reverse trendelenberg position.

Manufacturer narrative:
The technician replaced the broken pilot link to repair the bed.